Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went swimming and forgot to remove the pump. Customer stated that the pump is alarming button error. Customer stated that none of the buttons are responding. Customer's blood glucose was over 200 mg/dl. Customer stated that the pump got wet. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she will be keeping the pump.